Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the tbg, iref cup-iref pmp (rohs), part number 7-93275-01, was disconnected and allowed fluid to leak. The fsr reconnected the tbg, iref cup-iref pmp (rohs), which resolved the customer¿s complaint. There have been no further reports of discrepant sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID (B)(6) initial result was 113, repeat was 136 mmol/l, sample ID (B)(6) initial result was 118, repeat was 140 mmol/l, there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.